Manufacturer narrative:
(B)(4). Batch #m90d93. The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the button not working. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was functional when the max or min hand activation buttons were depressed. The instrument was disassembled to inspect the hand button assembly for evidence associated with activation issues and no anomalies were found. It is possible that the issue encountered was due to the handpiece contacts being dirty. It is recommended that the surface of the handpiece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in no hand activation function. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the activation button of the instrument was not pressed and then a nurse tried to do it but it was hard to push the button and it didn't work. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.